Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID's bi71000273, and bi71000429 h3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that hardware parts were replaced. The system then passed testing. Codes b01, c07 and d02 are applicable to this analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that  the pendant "open door" and "door override" buttons failed to open door over a patient and that they could not manually open the door either. The site confirmed that the pin was fully inserted and cranking the door open would not move door with door wings partially open. A manufacturing representative (rep) and found the open door winch cable to have no tension. The rep removed gantry covers and manually rotated gantry rotor to check door cable slides. It was found that both bottom open and close cable slides were missing with screws snapped clean with the mounting plate. The rep tried to manually fully open door wing covers unsuccessfully despite no tension on cables and noticed dingus to be in wrong position. Once corrected was able to spread door wings to fully open position. The rep then tried cranking the door open pulley and there was no tension. On further inspection found middle cog on drive to be disengaged and cocked to one side with the shaft bent. The procedure was then aborted. Additional information was received. It was reported that the procedure was aborted after an incision.